Event description:
A surgeon reports five or six patients with a rip in the iris during phaco. The surgeon stated the patient's visual acuity was not affected by this event. This patient is being reported under manufacturer report #2028159-2007-00008. The other 5 events are being reported under manufacturer report#: 2028159-2007-00005, 00007, 00009, 00010, 00011.

Manufacturer narrative:
Product has not been received for evaluation to date.